Manufacturer narrative:
The distributor reported that the AED battery pack will not stay in the unit as the latch is broken. The maintenance schedule is not reported. Review of the log history file revealed the unit entered service in march 2021. At the beginning of july 2024 "heavy bobble" started, and the log history file was downloaded. Advised the customer the AED should be removed from service due to battery latch issues and was attributed to a component failure the IFU states: improper maintenance can cause the ddu series aeds not to function as designed. Maintain the ddu series AED only as described in the user manual and operating guide. The AED contains no user-serviceable parts- do not take the unit apart. Follow all battery pack labeling instructions. Do not install battery packs after the expiration date. Follow all defibrillation pad label instructions. Use defibrillation pads prior to their expiration date. This device is used for treatment, not diagnosis. The available information does not reasonably suggest that the device did not perform as intended or failed to meet product specifications. Should additional information become available a supplemental MDR shall be submitted.

Event description:
The distributor reported that the AED battery pack will not stay in the unit as the latch is broken. The customer did not report that this event occurred during patient use.